Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: april 22, 2015. No deviation or any non-conformance reports were marked in the device history record review. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during removal surgery of the reported tomofix tibial head plate on (B)(6) 2016, the breakage of the reported conical extraction screw occurred. The plate was cut and the screw was removed, eventually. The surgery was extended for forty (40) minutes due to the event. It was reported the procedure was completed successfully. When the device was being evaluated by the manufacturer, it was noted that the plate and screw were stuck together. The previously reported concomitant plate will now have its own report and is no longer considered concomitant. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporting facility phone number is (B)(6). A product development investigation was performed for the subject device (ti tomofix medial high tibia plate-4 holes/small, part number 440.831, lot number 9419379). The subject device was returned with the complaint condition stating that during implant removal surgery, the user faced difficulties in removing the screw 413.365 from the tomofix mht 440.831 plate. The extraction screw tip 309.530 broke off so the user cut the plate in order to remove the plate and remaining screw from the patient. The procedure was completed successfully. Per complaint description, there has been a surgical delay of 40 minutes. The subject device was received with the locking screw stuck in it. The threads of the locking screw were determined to be correctly engaged into the plate thread, confirming that the user had followed the surgical technique according to the associated technique guide. The locking compression plate drill sleeve was used to drill the bone, providing the right angulation for the locking screw insertion. The extraction screw 309.530 has been used in order to grasp the locking screw into the recess. This is the start of the practice to remove a screw with a damaged recess. The extraction screw tip has broken into the locking screw recess. Drilling marks are present on the plate and the locking screw. The user likely attempted to remove the screw head and the broken extraction screw using a carbide drill bit. The reported complaint description did not provide enough information to determine the cause of the failure. The complaint condition is confirmed; however, a root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 3 for (B)(4).